Event description:
Hme was placed on a ventilator circuit; ventilator started alarming immediately when connected to pt. Therapist removed pt from ventilator and started bagging pt. One side of the hme was completely blocked, which could only be seen by looking up inside the hme. Air could not pass through.

Manufacturer narrative:
Upon visual examination of the returned sample, it was determined that flashing completely occluded the internal diameter of the pt port of the filter.